Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patients and orders were delayed. A technical support specialist (tss) dialed into the server, accessed the carefusion coordination engine (cce) console, and confirmed that the cce services were up and running. However, there were over 6,000 messages queued in the es mbm queue. The tss stopped and restarted the cce services. After the restart, the messages began processing and were confirmed to be flowing to the es server. The integration site engineer (iest) closed the case after confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server rhwapp1228a all patients and orders were delayed. The customer also informed that all stations were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.